Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported, a pt was hospitalized in 2007 due to an incident of diabetic ketoacidosis. Per the reporter, the pt woke up the day before, feeling sick with vomiting. At 5:00 pm that same day, she was transported to hospital, where upon admit her blood glucose tested at 1037 mg/dl. The pt was diagnosed with dka placed on an insulin drip & IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.